Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported clic device blood leak at an unspecified point during a patient¿s hemodialysis (hd) treatment. The blood leak was noted as being observed visually in the clic device after treatment. There was no patient injury, adverse events, or medical intervention required as a result of this event. Additional patient and device information was requested but was not available. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for a physical evaluation. An exterior inspection revealed an unknown substance. The verify accuracy tes failed, and the putty system testing failed as well. The 660nm, 830nm, and 1300nm led receiver channel voltage was out of calibration. An internal inspection revealed no discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Additional information: added device manufacturing date.